Event description:
It was reported that when the power module (ppm) was connected to ac power, there was backup battery fault alarm. It was noted that the ppm was used after a long time of not being used. The ppm was disconnected and another ppm was used.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h4 - manufacturing date - added. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of an internal battery alarm message was confirmed via evaluation. The heartmate power module (serial number (B)(6) was inspected at the european distribution center (edc). After connecting the 12 volt backup battery to the power module, the unit alarmed with a yellow wrench and red battery symbol. The 12v battery was replaced and all tests were performed per procedure and passed without issue. The unit was returned to the customer site ready for use. The 12v battery was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded battery was measured to be 0.595 volts, consistent with a deep discharge state. The 12v battery was connected to a test power module fixture and mock circulatory loop and red battery and yellow wrench symbols activated. The alternating current (ac) power cord was unplugged, and the backup battery was unable to supply power to the system. The battery was not able to go through a manual discharge and charge cycle. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. Device history records were reviewed, the backup battery was manufactured on 05jan2022 and was top charged/maintained and shipped in accordance with procedure while within abbott control. Information provided by the account stated that the power module was not in use for a long period of time. Based off the provided information, the root cause of the reported event was determined to be a lack of maintenance on the power module backup battery per recommended guidelines and labelling. The heartmate 3 instructions for use instructs the user to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.